Event description:
It was reported that prior to the water vapor therapy, the generator screen was green. During the procedure, the needle failed to retract after the second treatment. The nose pin was pulled and the delivery device was removed from the patient and the generator displayed error code 260: high water pressure (treatment). A second delivery device was opened but the generator kept displaying error 260 after the second treatment. The procedure was cancelled with the patient already under sedation, with valium, percocet and 4 mg of morphin. There were no patient complications related to this event. His event is being reported for aborted/cancelled procedure with a patient under anesthesia.